Event description:
The patient had a trial scs lead implanted on (B)(6) 2011. It was reported that impedance issues were identified with the first four electrodes of the trial lead. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.